Event description:
It was reported, as part of the gallup customer satisfaction survey, screws for plating system crossthread too often.

Manufacturer narrative:
As this information was gleaned from an article, no additional information is available. It is not known whether these events were previously reported to stryker as the device, patient and hospital information is unknown.